Event description:
The account alleged the left siderail gave way and the pt fell out of bed. The nurse that witnessed the pt fall said, the pt tends to sleep against the siderails. When the pt turned so the nurse could assist the pt with a bed pan, the bottom left siderail collapsed and the pt fell onto her stomach. The pt said she is ok, but the account is having a doctor look at her.

Manufacturer narrative:
The technician inspected the siderail and found the siderail functioning normally.